Event description:
Reporter stated the customer lost consciousness, fell to the floor, and lacerated his face. His mother provided glucose and called an ambulance. The doctor from the ambulance also provided glucose and admitted him to the hospital. On the day of the event, he received a blood glucose result of 4.4 mmol/l at home and 7.3 mmol/l in the hospital (times were not provided). The hospital staff believes the insulin delivery of the infusion device is inaccurate. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.